Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured an out-of-range shock impedance. Subsequent low-energy shock impedance testing revealed low measurements; however, as the measurements remain within acceptable limits, a guidant technical services consultant recommended that lead's performance continue to be monitored.